Manufacturer narrative:
Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf82 and sf140 were due to supercapacitor electrolyte leak on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device displayed error messages (sf82) and (sf140) related to the alarm system and alarm priority issue respectively. There was no patient involvement reported.